Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. (B)(6) technical services (ts) recommended to consistently check the vector breakdown any time patient is seen with programmer and monitor. At this time, this rv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).